Event description:
A distributor contacted zoll on 07/19/2015 to report that a (B)(6) male developed a rash and blisters under the therapy electrodes. The patient's doctor recommended a cream to use on the rash. Follow-up indicated that the rash had gotten worse after using the cream that was recommended by the doctor. Further follow-up indicated that the rash cleared up.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.